Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11830. It was reported the pt was having difficulty using the charging system to charge the ipg. In addition, the pt reported the ipg site would heat within 5 minutes of charging. The sjm rep provided the pt with the charging recommendations and a replacement charger was sent to the pt. F/u found the replacement charger resolved the issue, and was able to locate the ipg without any difficulty. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.